Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low shock lead impedance measurement, detected by the remote monitoring system. It was noted that this appeared to have happened on one occasion. Technical services (ts) advised monitoring for further events. Additional information was provided that there were no out of range shock impedances observed; that all data looked to be within normal ranges, thus the physician was not alarmed and will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was electively explanted and replaced approximately nine years later. No adverse patient effects were reported.